Manufacturer narrative:
In this particular case, the cause of the 4+ aortic insufficiency (ai) and the reported non-functioning leaflet cannot be assessed as images of the procedure were not made available to edwards for review. A non-functioning leaflet can occur as a result of native leaflet over-hang when the valve is deployed too ventricular or due to long native leaflets. The final position of the first sapien valve cannot be assessed without the appropriate imagery; however, inaccurate placement of the sapien valve could result in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. In this case, a second valve was deployed more aortic than the first with good results. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. According to the physician's training, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures, and balloon movement during deployment. The device history records (DHR) review of the valve shows that the device met specifications prior to its distribution. No further actions are possible at this time.

Manufacturer narrative:
The device was not returned to edwards for evaluation, as it remains implanted in the patient. A device history record (DHR) review for this device showed that the valve met specification prior to its distribution. Investigation is ongoing.

Event description:
Per report, during a transapical deployment of a 23 sapien valve, the left leaflet diminished in function shortly after deployment (as seen on tee), resulting in 4+ aortic insufficiency (ai). A second valve was placed within the first in a higher position. This patient had a 23mm annulus. The apex was accessed and balloon aortic valvuloplasty (bav) was performed without rapid pacing. The sapien valve was deployed 50:50 during rapid pacing resting on target. The valve function was fine with trace central leak and all three leaflets seen to coapt properly. During closure of the apex, the central ai was worsening. On transesophageal echocardiogram (tee), the left leaflet was not functioning. A pigtail catheter was used to press on the leaflet in an attempt to restore coaptation. On tee, there was no native leaflet overhang and position looked good. A second 23mm sapien valve was prepared and the patient was placed on bypass. The ventricle was accessed again and the second valve was placed higher within the first. The final result was zero central and zero ai. The apex was repaired and remained stable. The patient was weaned off of bypass successfully and left the room on a balloon pump.